Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. It was noted that there were complications during the extraction however, it is unknown what those complications were at this time. This patient expired 10 days later. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
This device is expected to be analyzed. A supplemental report will be filed upon completion.